Event description:
It was reported that the tip of the catheter separated and lodged in the false aneurysm while performing a thrombectomy of the fistula. The basket was not advanced in the deployed position. Under fluoroscopy, the procedure appeared normal; however, after approx five passes were made and the catheter was removed, the tip was found missing. Upon removal, the rotator "things" were found loose but intact. The procedure was completed upon removal of the catheter.